Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 12, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to migration of electrode array. The patient was re-implanted with another cochlear device during the same surgery.